Event description:
It was reported that an explant of an ew valve occurred after an unknown duration due to stenosis. Although attempts to obtain product and patient details have been made with the healthcare provider, they have not yielded results; however the valve has been returned for evaluation and will be reviewed.

Manufacturer narrative:
Evaluation: method: device evaluation not yet complete. Conclusion: device evaluation not yet complete. Additional manufacturer narrative: device history record review, as well as edwards' evaluations and conclusions, will be reported once complete. Edwards will continue to make attempts in order to obtain any relevant additional information about this event

Manufacturer narrative:
Evaluation = x-ray. Evaluation summary: as received, the valve exhibited heavy calcification in the cusp area of leaflet 2 and 3, and minimal to moderate at the cusp area of leaflet 1. At the free margins calcification was moderate to heavy at leaflet 2 and moderate at 3. The x-ray also demonstrated calcification. Minimal host tissue overgrowth encroached onto the inflow and into the orifice at the greatest point by approximately 2-3mm. Host tissue is moderate to heavy at the stent inflow and minimal at the stent outflow. Additional manufacturer narrative: the device history record review (DHR) was completed and confirms that this device passed all manufacturing and sterilization inspections. Multiple attempts were made to obtain the operative report; however no response was received by the healthcare provider. No additional information has been supplied; the device implant date was not provided and remains unknown. The returned device evaluation confirms calcification and host tissue (pannus) growth as the primary causes of the reported stenosis. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, patient medical history was not provided. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.